Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician product ID a810 lot# serial# unknown implanted: explanted: product type software h6. All previously reported device codes will be updated/corrected to the following for this event: c91397. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2020-jun-01 indicated the patient had symptoms of withdrawal (as previously reported) and on the date of this report when they went to change the concentration of the pump the hcp got an error code of 112. It was reviewed the code was a pump memory error. It was also reviewed that they should be able to reprogram the pump and fill in any missing information. The reporter had to go and talk to the surgeon about updating and reprogramming the pump. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal (500 mcg/ml at 188 mcg/day) via an implanted infusion pump. It was reported the patient was having pretty erratic therapy issues in the patient's presentations with withdrawal type symptoms and the would be ok but then therapy issues returned. A few days after implant, on (B)(6) 2020, the patient responded to the dose increase but then began experiencing increased tone and abdominal distention due to constipation. On (B)(6)2020, the flex boluses were programmed and the next day the dose was increased to 188 mcg/day, and then the patient had a really good period of therapy at 222 mcg/day. On (B)(6)2020, the patient again had increased tone and tremors, increased tone in the left leg more than the right leg, feeling flushed, clammy hand with uncontrollable movement/spasms in the legs along with bowel incontinence. When the itb dose went to 250ug/day was when the issue of dystonia began again. With 4 boluses via flex programming and a dose increase of 20% to 50ug boluses the patient improved. On (B)(6)2020, the patient went back to the clinic to increase the itb dose. The patient's best week was after the (B)(6) 2020 itb dose increase which last until about (B)(6) 2020. The patient had really good relief for spasticity in the day time but worse symptoms in the evenings. On (B)(6) 2020, the hcp changed the concentration to 2000 mcg/ml and programmed a bridge bolus because the patient was doing better, but then experienced withdrawal type symptoms on (B)(6) 2020. The patient was also receiving prn po baclofen at different amounts depended on the patient's symptoms. The patient also had tooth pain/noctious stimulus with itching, sweating, and being really tight which was affecting the patient's function. Last week the patient was seen and was doing really well for 3 days. Today, 6 flex boluses were programmed for patient effect. The surgeon was consulted and the plan was to drop the concentration to 500 mcg/ml and perform a catheter dye study in a week to 10 days. A single therapeutic boluses were programmed and the patient responded well to those. It was also noted the programmer clock was different than the pump clock. It was noted during today's refill the difference in time was 45 minutes and at the last refill the difference was 23 minutes.